Event description:
It was reported the patient had a return of symptoms and a loss of therapeutic effect. It was stated the patient¿s device was set at 0.3 volts on the day of implant, (B)(6) 2013. It was noted the patient¿s manufacturer representative helped they go through it and turn their device up to 0.5 volts a day later. On (B)(6) 2013, the patient turned it up to 0.7 volts and the day of report they turned it up to 0.9 volts. Reportedly, it worked well until the last four days prior to report and the patient had a return of symptoms. It was noted the patient was getting up 4-5 times a night and was having urgency and was not making it to the bathroom. It was stated the patient said it was like they were ¿back to square zero.¿ the patient stated they felt stimulation in the pelvic region for 15-30 min and then the feeling went away and they didn¿t feel it again. It was noted, during the patient¿s trial they had 100 percent relief for their bladder control and "it was phenomenal." After the surgery, the patient stated they had "close to 70-80%" and it stayed that way for a few weeks until (B)(6) 2013. Then the patient turned it up again and it worked pretty well until the last 3-4 days prior to report. The patient stated they felt stimulation at a light to moderate sensation. The patient turned it up one more level and was on program 3 at 1.0 volts. Reportedly, the patient was ¿not feeling it pretty good, not uncomfortable but it feels like it¿s enough." The patient stated "it has worked" just not as much as they were wanting.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0aqkr, implanted: (B)(6) 2013, product type: lead. (B)(4).